Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer would reset the pump to resume insulin delivery and would call back if needed. There was no adverse impact to the customer¿s blood glucose level.